Event description:
Reportedly, on (B)(6) 2025, when the transmitter is powered, normal installation screens are displayed then the error message "technical problem" is displayed. The transmitter was successfully paired before.

Manufacturer narrative:
Analysis of the returned device did not permit to reproduce the reported event. The review of extracted data and event logs confirmed the reported issue: a troubleshooting screen error message was displayed to the user. No specific finding was found to explain the issue. However, the most probable hypothesis is that a corruption of the file in the storage system occurred. The zip files used to send one of the trace files to back office is therefore empty. Uploading this empty file in bo returned http error 400. According to code, this is an unexpected error case, and it is managed by displaying the ¿configuration issue¿ troubleshooting screen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes. MDR correction: device not returned, no device nvestigation possible device updated from smartview connect to smartview connect app according to investigation results.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could ne performed at the moment. Results will be provided in next report.

Event description:
Reportedly, on 7-november-2025, when the transmitter is powered, normal installation screens are displayed then the error message "technical problem" is displayed. The transmitter was successfully paired before.